Event description:
Pt was brushing their teeth with the battery operated crest spinbrush prowhitening when the round part of the toothbrush came off in their mouth and they began to choke. Lucky, pt was able to gag hard and it came up out of throat. Then pt felt something else in mouth so pt spit and out came this round metal piece which pt believes held the brush together. Pt has contacted crest about this event, however pt fears they will not follow through with a proper investigation. They have asked pt to send them the malfunctioning toothbrush so that they can inspect it. This battery powered toothbrush is also marketed to children and pt believes that it is a serious choking hazard.